Manufacturer narrative:
This medwatch was completed by the MFR. See MDR 1920664-2007-00356 for the delivery device used with this lens.

Event description:
The lens did not insert correctly into the pt 's eye using the delivery device. Another lens was used to complete the procedure.